Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator's user interface holder broke. Identification of issue has been done by analyzing problem description, photos and service report. Based on technician statement, the issue occurred during transporting unit by third service company. The customer decided not to repair the device due to age. The issue was decided to be reported as broken panel holder may lead to stop of ventilation (extubation) or injury. There was no patient involvement. Our conclusion into this matter is that the panel has been exposed to a mechanical force greater than it was designed to sustain. The correction of field h6 adverse event problem and evaluation codes - health effect ¿ impact codes was required. This is based on the internal evaluation. Previous health effect ¿ impact code: no health consequences or impact///2199 corrected health effect ¿ impact code: no patient involvement///2645.

Event description:
It was reported, that the ventilator's user interface holder broke. There was no patient harm reported. Manufacturer's ref #: 819085.